Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The system has multiple power sources available (ac adapter, dc adapter, and batteries).the steps for exchange of batteries and controllers are outlined in IFU and patient manual. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of three reports (3007042319-2015-02192, 3007042319-2015-02193 and 3007042319-2015-02194) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the "patient experienced multiple times change in power sources earlier than expected on ac adapter and on all 4 batteries." Elective controller exchange performed with "no effect on patient." Batteries and ac adapter were also changed out. No additional information provided. Investigation is ongoing. This is report 3 of 3.

Manufacturer narrative:
No testing was performed on the device (B)(4). Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of three reports (3007042319-2015-02192, 3007042319-2015-02193 and 3007042319-2015-02194) submitted for devices related to the same event.